Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified cartridge alarms occurred instructing the customer to replace the cartridge. Blood glucose was 375 mg/dl. Reportedly, the customer resolved the issue and declined to provide additional information to tandem technical support.